Event description:
It was reported that the 2.5/08 mini vision stent was placed in the lesion in the pda and was deployed. Angiography showed that the stent had moved proximally, back into the rca. A 2.5/18 mini vision was used and was able to move the first stent back to the target lesion in the pda. The 2.5/18 stent was deployed, compressing the 2.5/08 stent against the vessel wall.